Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: the pump's black box showed no evidence of the alleged issue. There was evidence of moisture contamination on the underside of the battery cap. There were battery compartment cracks observed in the thread area and below the grip pad. The pump case was cracked in a corner of the display area. The display screen was dim and discolored. A leak test showed that there was a leak at the battery compartment cracks.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.